Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: facility experienced an issue with the etn proximal locking aiming arm. During surgery, surgeon made an incision to the peroneal nerve by putting drill guides to lateral and medial side of the aiming arm. Surgeon had done previous surgery to patients other leg for the same reason. Surgeon put the drill guides to the same side as in the previous surgery and made an incision near the patients peroneal nerve. Surgeon noted that at front of the leg there are only a few visual marks to determine which side is which. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.